Event description:
It was reported that externalized conductors were observed during device change out. The patient was asymptomatic. The electrical function of the lead was tested and no anomalies were detected. Patient will continue with routine follow-ups.

Manufacturer narrative:
(B)(4).